Event description:
It was reported that the device was in back up mode at implant. The device was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported event of bvvi was confirmed in the laboratory. There was damage to the output stage transistor q17. The cause of the por was due to the use of external defibrillation that successfully converted the pt.